Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of recv3239 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when pre-flushing the catheter prior to placement, an operator found hair inside the package. Therefore, the catheter was discarded and replaced with a new unit for placement.